Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that pacemaker device and this right atrial (ra) lead were explanted and replaced ten days after they were initially implanted. It was noted that during routine follow-up, there was undersensing and high thresholds observed, and the ra lead appeared to be stable and well-fixated via fluoroscopy, but device testing showed there was no sensing and no capture at maximum output. Lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Complete lead was returned intact not severed. Stylet returned in lead. Helix retracted. Noted dried blood/body fluid in helix housing and tip region - normal for ingevity. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors are intact. Hipot test passed - indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities.he loss-of-capture, high thresholds, under-sensing, and no sensing allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The surgery ar code could not be confirmed no issues were noted with the lead that would lead to surgery.

Event description:
It was reported that pacemaker device and this right atrial (ra) lead were explanted and replaced ten days after they were initially implanted. It was noted that during routine follow-up, there was undersensing and high thresholds observed, and the ra lead appeared to be stable and well-fixated via fluoroscopy, but device testing showed there was no sensing and no capture at maximum output. No additional adverse patient effects were reported.